Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, after needle deployment, the plunger was pulled out but the suture could not be verified. A cuff miss occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. Returned device analysis of the prostyle device found a posterior needle tip separation. The detached posterior needle tip was not returned with the prostyle device. The failure to cycle was confirmed as a material separation of the anterior end of the link to the anterior cuff. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, a posterior needle to cuff miss occurred. When the plunger was pulled, the link separated from the anterior cuff as the posterior cuff was still inside the foot. The posterior needle tip may have stripped off the suture when the suture was pulled to remove the device; hover this cannot be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.